Manufacturer narrative:
Citation: memon s, et al. Tct-460 in-hospital and one-year outcomes of self-expanding vs balloon-expandable tavr in patients with small aortic annuli. Journal of the american college of cardiology. 2022 sep, 80 (12_supplement) b185¿b186. Https://doi.org/10.1016/j.jacc.2022.08.542 earliest date of publication used for date of event: (B)(6) 2022 (month and year valid). Medtronic products referenced: ¿evolut series.¿ based on that description, the following evolut products may have been used in the study: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt), evolut pro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the outcomes of self-expanding (se) versus balloon-expandable (be) transcatheter aortic valves in patients with small aortic annuli. A total of 551 patients with small aortic annuli (mean aortic valve annulus diameter of 21.3 ± 2.0 mm and annulus area = 430 mm²) were included in the study population. Of these patients, 329 were implanted with a 23 mm edwards be valve (sapien 3) and 222 were implanted with a 26 mm medtronic se valve (evolut series). No patient demographics or unique device identifier numbers were provided. In the se valve group, 9 deaths occurred within one year of valve implant. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the se valve group, in-hospital adverse events included: stroke (4 cases), unspecified major vascular complications (4 cases), need for permanent pacemaker implantation (19 cases), and prosthesis-patient mismatch (8 cases). Additionally, within one year of valve implant, 31 se valve patients were readmitted to the hospital for undisclosed reasons. No additional adverse patient effects or product performance issues were reported.